Event description:
Health professional reported patient presented symptoms of "night cough," upon which an esophagram and upper gastrointestinal series was performed, confirming gastric band slippage. Lap-band system was explanted and replaced.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on (B)(4) 2012. Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Band slippage and reflux is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of band slippage and reflux as follows: "slippage of the band can occur. Gastro-esophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated."